Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) exhibited varying capture thresholds, far-field r-wave oversensing, and inappropriate automatic mode switch (ams) on the electrogram (egm). Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.